Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector was set the primary sensing vector at the time of the shock. Technical services reviewed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.